Event description:
During a revision to a total hip replacement, the surgeon utilized the flexible reamer without a guide wire. The reamer head disengaged from the shaft. The surgeon not retrieve the device, as he determined attempted removal could potentially cause damage.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.